Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: review of the black box data verified the user was not priming the pump after the rewind and load steps on (B)(6)-2018. A successful prime was recorded on (B)(6)-2018 and basal deliveries continued until the end of use on (B)(6)-2018. On investigation, the pump powered on normally and was exercised for 24 hours without loss of prime duplicated. Investigation did not duplicate the complaint. The force sensor was evaluated and found to be within specifications.